Event description:
Approximately 21 months post index procedure, the right tibial artery was treated with an ampherion deep standard pta balloon catheter. Approximately 36 months post index procedure, the patient experienced a non healing wound on the right toe which was treated with tlr, wound care, antibiotics and amputation of the right toe (3rd). Investigator assessed that the event was not related to the study device. It is reported that the patient was treated with an ampherion deep standard pta balloon catheter during the tlr. It is reported that the event is ongoing.

Manufacturer narrative:
Results and conclusion: (revascularization). (B)(4).

Manufacturer narrative:
It was reported that the cec have adjudicated that the previously reported non healing wound on the right toe approximately 36 months post index procedure was not related to the index procedure but unlikely related to the study device. Patient's medical history includes carotid artery disease, previous carotid revasc with pca and stent. Patient has documented chronic critical limb ischemia (cli) in the target limb prior to study procedure.

Event description:
Outcome of the previously reported non healing wound on the right toe approximately 36 months post index procedure is resolved.